Event description:
It was reported that the system's c-arm would not initialize after numerous attempts. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. It was determined that there was a damaged pin in the interconnect connector on the c-arm. The pin was repaired. The system was tested and found to be working as intended and placed back into service.